Event description:
Pt's husband called to report his wife had experienced high bg levels and a pod alarm. She realized, she was running high and changed the pod. She had worn it for approx 2 days.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.